Event description:
During ventilator/patient screen system check, the screen glitch and became pixilated. The graphics were very difficult to read. The patient was not harm. He was switched to a new ventilator.